Event description:
Additional information was received that the patient's lead was explanted and replacedon (B)(6) 2023.

Manufacturer narrative:
Allegation was unable to be confirmed or not confirmed (unable to determine from information available). DHR review had determined that manufacturing completed all steps correctly and there were no errors in the production of the product. Prior to release, all released units were conforming to all applicable acceptance criteria. The device history record was reviewed; there were no non-conformances or rework associated with the part # 600073033 (ext, rec 8ch 30cm, bsi ous abt) batch # 8916872 model 3383. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient had high impedances on their lead. As a result the patient lost effective therapy. Surgical intervention is planned to address this issue.